Event description:
The customer reported to baxter (B)(4) a vialmate in which a leak was observed. It was noted that the tubing of the rubber part has been perforated. It is unknown when or in which care area this event occurred. There was no patient involved with this event. Therefore, there are no reports of patient injury or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, however, a photograph was provided. A visual examination of the photo revealed the protector was perforated. The reported condition was confirmed. The root cause was attributed to a pierced protector. The a batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.